Event description:
Ems personnel were attending to a pt, condition unknown. Allegedly while attempting to countershock the pt, using disposable defibrillation electrodes with an adapter, the device did not discharge. The operator removed the adapter and attempted to deliver a second shock using the standard paddles, however allegedly the device again did not deliver energy to the pt. The basis for the opinion of the lack of energy delivered was based on the lack of expected muscular response to defibrillation therapy. There were no adverse effects to the pt reported as a result of the alleged malfunction.